Event description:
We received a report concerning a patient who an intraocular lens (iol) explanted due to pseudophakic myopia with dysphotopsia. The lens was removed and another lens implanted during the same procedure. The patient recovered with out sequelae. The health care professional indicated that the event was ''unlikely'' related to the device (iol).

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The lens was received in two halves of the optic. The returned lens was inspected at 10x microscope magnification. Lens had surface residuals adhered to both sides of the optic body compatible with handling lens in an unsterile environment. The condition of lens does not allow verification of dioptric power. During the manufacturing process, the diopter power was found to be within specification. All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted.